Manufacturer narrative:
The driveline repair referenced on was reported under medwatch MFR. Report # 2916596-2015-00039. Approximate age of device ¿ 2 years and 9 months. The pump was not returned for evaluation as it was disposed of. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the lvad has had a driveline repair in the past, and that the lvad system has been supported on an ungrounded power module patient cable. When the lvad system was not connected to an ungrounded power module patient cable, pump stop and low voltage advisory alarms occurred. The system controllers were exchanged; however, low voltage advisories persisted. It was also reported that the alarms are, at times, due to the batteries draining until they are depleted. The patient was asymptomatic. It was reported that the patient¿s pump was exchanged on (B)(6) 2016.

Manufacturer narrative:
The patient underwent a prior distal end driveline replacement on (B)(6) 2014 (reported under medwatch MFR. Report #2916596-2015-00039) with confirmed wire damage to the replaced portion of the driveline; however, further low speed/pump stoppage events occurred approximately two months after the driveline replacement while connected to the power module and the patient was issued an ungrounded patient cable for support on (B)(6) 2015 (reported under medwatch MFR. Report #2916596-2015-00427). The patient ultimately underwent a scheduled pump exchange on (B)(6) 2016. It was reported that the explanted device was disposed of and would not be returned for evaluation; therefore, a potential driveline wire compromise could not be confirmed and a specific cause for the reported low speed/pump stoppage events occurring in february 2015 could not be conclusively determined through this evaluation as the pump was not returned for analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.